Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) USA, alleging that she could not see the reading on her onetouch ultra2 meter. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. It is not known when the alleged meter issue began. It is not known how the patient manages her diabetes or if she made any changes to her usual diabetes management regimen in response to the alleged issue. An unknown time after the alleged issue began, the patient reported developing symptoms of being ¿confused, could not speak clearly and could not see clearly¿. It is not known if the patient received any medical treatment/intervention due to the alleged meter issue. During troubleshooting, the csr advised the patient on how to turn on the subject meter¿s backlight and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.